Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had to change the infusion set 3 times since 10 pm last night. Customer stated that he can't figure out what's happening. Customer's blood glucose was 561 mg/dl and customer treated with an insulin pen. Customer stated that they are very loopy and his eyes are playing tricks on him. Customer stated that he isn't' feeling like himself. Customer stated that he has a back-up plan. Troubleshooting was performed and customer did not have a tubing clamp. Customer was advised to call back to continue troubleshooting once they receive the tubing clamp. Customer removed the set and found the cannula was bent. Customer was advised to do a complete set change. Customer's blood glucose was 392 mg/dl later in the call. Customer later called again and reported having blood glucose of 451 mg/dl in the morning. Customer stated that his doctor wants him to set up a temporary basal. Customer was assisted with programming and changing the basal rate.